Manufacturer narrative:
The block cycler was returned for investigation. The thermabase was deformed, all peltiers were working, and all sensors on the block cycle were out out specification and did not generate an error. The pcb was working specified. The issue could not be reproduced during the invesetigation, using the same firmware version, block cyler and pcb for the investigation. The observed smoke was from the melted microwell plate and does not contain harmful substances. The risk of fire inside the instrument is very unlikely as the instrument is ul certified. There have been no similar cases in the last 3 years. To improve the reliability in a malfunction situation, the firmware on the pcb should be upgarded with a watchdog timer. In case of losing the microprocessosr clock the timer would be able to switch off the power to the block cycler. It was determined there was no health hazard to patients or operators. No results were generated.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred austria.

Event description:
The user experienced an issue with the lightcycler 480 instrument. After five cycles, the software "hung up" and the block cycler continued to heat for approximately one hour. The customer realized the issue when he saw smoke at the rear of the instrument and turned it off. The user then noted the multiwell plate was completely melted and fused onto the block cycler. It was also noted the pcb from the block was deformed. No patients were involved in the event and no one was injured.